Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of non-functionality, no; external damage to lcs/cs housing, no, and external physical damage, no. Functional tests & results; blade not energize/cut correctly, no, and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional testing, it was found that the clamp arm of the lcs was bent. No conclusion could be reached as to what may have caused the clamp to be bent (misaligned). Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the lcs15 it is reported the blade would not align with the tissue pad. 10/23/97. The rep reports the case was completed with a cavett tripolar device. There was no consequence to the pt.